Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior ot distribution. Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or cyberonics'; employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.

Event description:
On (B)(6) 2011 the manufacturer's consultant reported that the vns patient had an infection and the vns was removed about 4 months after implant. The patient had vns re-implanted on (B)(6) 2011. The manufacturing records were reviewed and they confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for additional information from the physician have been to no avail thus far. When additional information is received, it will be reported.